Event description:
Reportedly, the red 4g light remains constantly on.

Manufacturer narrative:
Analysis investigation: - upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and no communication was possible. The observed issue could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the home monitor from booting properly. However, the root-cause of this issue could not be fully identified, as the subject home monitor is permanently damaged. - this case is recorded for trending purposes.

Event description:
Reportedly, the red 4g light remains constantly on.